Event description:
It was reported the programmer has a faulty electrocardiogram (ECG) connector. Several different leads were tried and same issue found. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed that the electrocardiogram (ECG) was noisy, the connector was broken loose from the link electronic module (lem) board. It was also noted that the systems fan was noisy.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.